Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, a decrease in pacing impedance and an r-wave amplitude variation was noted in the right ventricular (rv) lead. During a second follow up, the impedance and the r-wave amplitude values were re-measured and found to be stable. No intervention was performed and the patient was stable.